Event description:
Customer contacted spacelabs technical support to report that a single uvsl telemetry bedside stopped showing waveforms until the patient was discharged and readmitted. There were no reports of death or injury associated to the reported issue.

Manufacturer narrative:
Spacelabs technical support specialist (tss) spoke to the customer where they found that the issue was resolved by discharging and readmitting the patient. After the patient was readmitted, the device continued to function as expected. As a precaution, the tss advised the customer to have their system evaluated prior to continued use. A product complaint specialist has evaluated customer complaint history and no further reports were received. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.